Event description:
Event description guidant received information that, during the implant procedure, a 9 french introducer was used. The guide wire was left in the vessel and a lead was introduced. During this procedure the guide wire was pushed in the vessel and could not be removed. After that, the lead was removed and the implant procedure was stopped. The patient was sent to another hospital to remove the guidewire.